Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture, use error, crease/folding of implant was received on may 24, 2019 with lot number 1754494. Visual analysis of the returned device identified: curved opening, flat creases, observed a dark circle around the patch and a weight test of the explanted material was verified and it was within specification. Microscopic analysis of the return device identified: a curved striated opening on radius side assessed as surgical damage. Based on the device analysis the final assessment is: a curved striated opening assessed as surgical damage; the crease/folding of implant condition that was indicated in the complaint was observed, nevertheless is not considered a workmanship, since the device was explanted.

Event description:
Healthcare provider reported right side rupture. Device was implanted after expiration. Mammogram also noted "implant folds". Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr 4/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation reported as rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare provider reported right side rupture. Device was implanted after expiration. Mammogram also noted "implant folds". Device has been explanted.